Manufacturer narrative:
Analysis was performed on the returned device. The reported loose link was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to the reported irregular appearance include, but are not limited to manufacturing, accidental removal/manipulation of device during unpacking or preparation resulting in a loose link. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: h6 - medical device problem code: code 3190 was removed and code 1506 was added.

Event description:
It was reported that this was an unknown closure of an unknown vessel using a proglide device related to an unknown procedure. Reportedly, the the tread was hanging off. A new device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.